Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The patient reported this morning they had started a new cassette and when attaching to pump it sounded a high alarm, with blank screen. Patient tried to use other pump, same thing happened advised patient to turn off pump and turn back on after 2 minutes. When patient turned pump back on tried talking pt through set up, but patient was confused, frustrated and could not follow directions. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.